Event description:
Reporter indicated that he has experienced anxiety and maniac episodes since being implanted with the vns therapy system. Further information received from patient indicated that anxiety and maniac episodes have improved following a programming change. Attempts to gather additional information from treating psychiatrist have been unsuccesful.